Manufacturer narrative:
Correction: continuation of d11: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2008 explanted: (B)(6) 2020 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 2010-02-13, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 8709sc , serial# (B)(6), implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type catheter. H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection identified a break in the catheter. Visual inspection of the sutureless connector (sc) identified tears/coring in the cup of the connector. Analysis identified an area of compression on the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2020-jun-18. The consumer reported that "something wasn't working" with their pump system starting back in (B)(6) 2019. The patient then re-reported information regarding their surgical revision and severed catheter occurring on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot#: (B)(4), ubd: 04-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving bupivacaine 20 mg/ml at 0.128 mg/day and morphine 50 mcg/ml at 0.32 mcg/day via an implanted pump. Other medications the patient was taking at the time of the event included: docusate oral, esomeprazole oral, lisinopril, naproxen, oxycodone, sildenifil, and tamsulosin as needed. It was reported the event/difficulty occurred on (B)(6) 2020 during normal use. The patient reported increased pain approximately six weeks ago. The patient denied any environmental/external/patient factors that may have led or contributed to the issue. A catheter dye study was attempted on (B)(6) 2020, but the doctor was unable to aspirate so the procedure was aborted. The infusion rate was turned to minimum (shelf rate) on 2020 (B)(6) and they began treatment for chronic pain with oral opioids. The catheter was replaced on (B)(6) 2020 and would be returned. It was noted upon disconnecting the existing catheter from the pump, there was no spontaneous retrograde flow of cerebrospinal fluid (csf). The catheter was noted to be completely broken at the spinal site where the catheter entered into the fascia. The entire catheter was explanted and replaced with an 8781. The issue was resolved at the time of this report and the patient¿s status was ¿alive, no injury.¿ the patient¿s weight was (B)(6) kilograms and medical history included: benign prostatic hyperplasia, sleep apnea, chronic pain, constipation, erectile dysfunction, and gerd. No further complications were reported.